Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer tested four samples from the same patient with the elecsys hcg test system on a cobas e 411 immunoassay analyzer. Two of the four samples had erroneous high hcg results. The erroneous results were not reported outside of the laboratory. The customer mentioned that they had issues with other questionable patient results, but no further details were provided. The first sample initially resulted with an hcg value of 180.5 miu/ml. On (B)(6) 2018. The second sample initially resulted with an hcg value of < 0.5 miu/ml. On (B)(6) 2018, the third sample initially resulted with an hcg value of 192.7 miu/ml. On (B)(6) )2018, the fourth sample initially resulted with an hcg value of < 0.5 miu/ml. All four samples were repeated on a cobas 6000 analyzer, each resulting as < 0.5 miu/ml. All four samples were also repeated on an abbott analyzer, each resulting with negative results (< 1.2 miu/ml). No adverse events were alleged to have occurred with the patient. The hcg reagent lot number was 24867500, with an expiration date of 30-sep-2018. Quality controls were within range. Calibration signals were below expected ranges. Calibration was repeated on a new reagent pack with fresh calibrators. The field service engineer ran performance testing on the analyzer.

Manufacturer narrative:
The investigation determined that the issue found by the field service engineer was the root cause of the event. No further issues were reported after the service visit.

Manufacturer narrative:
The field service representative replaced the measuring cell.